Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred during the load sequence. Customer continued to use the pump for insulin therapy. There was no adverse impact to blood glucose.